Event description:
The patient's generator and lead were explanted and returned due to an unknown reason. An obituary search identified that the patient had passed away, and there were no allegations made against the vns related to the patient death. During lead product analysis it was identified that there was pitting on the lead pin surface. Product analysis confirmed that the pitting was minimal and did not affect product performance. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. No additional relevant information has been received to date.